Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to faulty force sensor resistor. Analysis was unable to confirm compromised force sensor system alarm due to motor error alarm. The insulin pump passed displacement test, self test, and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted during testing. No moisture damage noted on electronics assembly. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose at the time of call due to insulin pump anomalies. The customer also reported that they received compromised force sensor system alarm. The customer reported that the insulin was squirting out during manual prime process. The customer's blood glucose was 513 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they were unable to exit the preparing to prime loop. The customer declined to troubleshoot for priming loop anomaly and high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.